Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump shut off unexpectedly. The customer connected the pump to a power source and the pump briefly turned on before shutting off after the customer disconnected the pump from the power source. There was no patient involvement, as the customer was not using the pump for therapy at the time of the event. Reportedly, the customer has manual injections available as alternate insulin therapy.